Event description:
As part of a review of programming history for a battery life calculation request, it was noted that faulted systems diagnostic tests occurred which altered the patient's settings and the settings were not corrected prior to the patient leaving the office.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed.